Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log provided evidence of the customer report with a shutdown warning followed by a shutdown warning message. There was an entry of a payload 4, which indicates the device shut down due to a low battery condition. The customer was contacted for the battery used during the reported event, however, the battery has not been returned to zoll for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.